Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported rise in the patient¿s lactate dehydrogenase (ldh) could not be conclusively determined. Evaluation of the submitted system controller log file, which contained approximately 5 days of data from (B)(6) 2017 revealed that the device operated above the low speed limit for the entirety of the log file and appeared to be operating as intended. Multiple requests for additional information were made to the customer, but no additional information was provided. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
The patient¿s age, sex and weight were requested, but not provided. The serial number of the device was requested but was not provided, therefore the serial number, catalog #, expiration date, age of device, manufacture date and unique identifier (UDI) are unknown. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to an outside center with elevated lactate dehydrogenase (ldh) up to 900 u/l. The patient was subsequently transferred to another center for evaluation of possible device thrombosis. No additional information was provided.